Event description:
It was reported that after a device replacement externalized conductors were observed on rv lead. The lead remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.